Event description:
A customer reported obtaining elevated troponin I (accutni) results above the acute myocardial infarction (ami) cutoff for one (1) patient on a unicel dxc 600i synchron access clinical system. The result was reported out of the laboratory and was questioned by the physician. Retesting of the sample on an alternate method reproduced the elevated results and were also questioned by the doctor. A second sample was drawn and tested days later on the initial instrument and produced a lower accutni result within the risk stratification range of the assay. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in either serum or plasma sample tubes. Centrifugation information has not been supplied to date. The customer did not provide quality control (qc) and system check information. The customer sent samples for customer product line support (cpls) testing. Cpls was unable to replicate the customer's higher than expected results. Cpls was able to repeat the customer's expected result obtained on the patient's sample # 2. Cpls also noted that samples sent by the customer were still in the gel tubes. It is not recommended that samples are stored and transported in gel tubes as sample integrity can be compromised.